Event description:
The intended surgery was a treatment procedure. The procedure was completed without delay with the same device. The device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the liquid crystal display (lcd) monitor issue was caused by a lighting failure of the front panel light-emitting diode (led). However, the definitive root cause of the front panel led failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a front panel issue on the high flow insufflation unit. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Furthermore, the evaluation uncovered the following: a defective lcd flow panel display. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.